Manufacturer narrative:
H11: one actual sample was received for evaluation. A visual inspection with the naked eye observed a scratch, which measured less than 0.60 mm on the patient line tubing located beneath the heat seal bead. Functional testing was performed on the sample with no issues and no leaks observed. The observed issue was cosmetic in nature and did not affect the functionality of the set. The reported condition of holes in the tubing was not verified. The scratch mark or scuff on the tubing was caused by the tubing gripper in the manufacturing process, however, was within the acceptable manufacturing criteria. The sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of an unspecified quantity of homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.